Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a correction bolus via pump to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.